Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the "system startup is slow, and even when it is restarted, it takes a long time". There was reportedly no patient involvement.